Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was far field p-wave oversensing and possibly oversensing myopotentials on the ventricular lead. The patient did not receive therapy. The oversensing was noted on a stored non sustained lead noise egm. Reprogramming of the device was performed.